Event description:
"VAT \[vascular access team]" was called to assess a double lumen PICC \[peripherally inserted central catheter]" that was reported as leaking. When the red lumen is flushed with saline, it leaks under the dressing. Removed dressing and securement device. The PICC appears to be leaking at the 1cm mark. Removed the PICC and placed 2 PIV's \[peripheral intravenous lines]"."